Manufacturer narrative:
The customer reported event of autopulse platform system (sn (B)(4)) displayed message 'system error, out of service, revert to manual CPR' was confirmed during functional test and based on archive data. The root cause was due to a damage motor drive train. During visual inspection, the autopulse platform showed short black cover damage. Unrelated to the customer reported event, the patient retrain wires were also found to be damage. During functional test, the autopulse platform showed 'system error, out of service, revert to manual CPR' at power on. Unrelated to the customer reported event, autopulse platform also displayed user advisory ua17 (max motor on time exceeded during active operation) during functional test. Stiff manual rotation of shaft was also observed. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. A review of the autopulse's archive data was performed, system error code 139 (unable to hold compression position) was observed, thus confirming the reported complaint. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform system passed functional testing. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse platform displayed 'system error, out of service, revert to manual CPR' circumstances not known. No consequences or impact to patient. No additional information was provided.